Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, an inflation/deflation test was performed and it was noticed inflation was difficult and deflation was hard as well, a visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. The failure cuff wont inflate was confirmed in sample received for evaluation. A corrective and preventative action was initiated to address air restriction issues.